Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant this right ventricular (rv) lead perforated the right ventricle. While extending the helix, on the last turn, it kind of 'turned up' at which point the pt complained of pain. The physician performed a pericardiocentesis and the patient is now doing well. No additional adverse patient effects were reported.